Event description:
A nurse reported that during a procedure, there was an issue with fluid/air infusion. The case was completed using an alternate system. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The system was then tested and found to meet product specifications. No samples were returned for eval. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the complaints for the last 24 months did not indicate any add¿l similar reports for this system. The root cause cannot be determined conclusively as the system was found to meet product specifications. (B)(4).